Event description:
It was reported that the ilet battery charger was initially not charging the device and the ilet became fully depleted, consistent with a charging problem involving the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.